Event description:
Same case as MFR# 2134265-2010-05523 and 2134265-2010-05524. It was reported that during a stenting treatment procedure, a perforation occurred. The target lesion was located in the distal left anterior descending (lad) artery. A 2.25x24mm taxus liberte atom stent and a 2.25x16mm taxus liberte atom stent were deployed in the lesion. A mild wire perforation was observed in the distal lad. A balloon was used to close off the perforation. No additional patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information to report, a supplemental medwatch will be filed. (B)(4).